Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 529 mg/dl which was addressed with a manual injection. A system check was performed and the occlusion was found to be within the cartridge. Customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. Reportedly, the cartridge was changed and insulin delivery was resumed.